Manufacturer narrative:
E1. Zip code continued: (B)(6) e1. Phone number continued: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported left side device rupture diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. Additional, changed, and/or corrected data: d6a., d.9., h.3., h.6.

Event description:
Healthcare professional reported left side device rupture diagnosed via MRI. Healthcare professional later reported capsular contracture baker grade IV. The device was explanted.

Event description:
Healthcare professional reported left side device rupture diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d4, d6b, h4, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side device rupture diagnosed via MRI. Healthcare professional later reported capsular contracture baker grade IV. The device was explanted.